Manufacturer narrative:
B3 date of event - reported as january 2023. D6a implant date - reported as (B)(6) 2021. D6b explant date - reported as (B)(6) 2023. Literature citation: cambise, n., cozza, f., pernigo, m., troise, g., berti, m. L. L., & maggi, a. (2024). Who watches the watchman? A case of recurrent strokes after transcatheter left atrial appendage closure. Journal of cardiovascular medicine, 25(5), 386-390.

Event description:
Reported via journal article. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of dabigatran 110 mg twice daily for 3 weeks and then continuing with low-dose acetylsalicylic acid. Two (2) years post procedure the patient presented to the emergency department with acute confusional state, and they were admitted to the stroke unit with the diagnosis of an ischemic stroke of embolic origin. Transesophageal echocardiogram (tee) imaging showed closure device displacement and no clear evidence of a thrombus. Three (3) months later the patient presented again to the emergency department with aphasia and right-side hemiparesis. Head computed tomography (CT) scans showed sub-acute ischemic lesions with embolic genesis and electrocardiogram (ECG) revealed atrial fibrillation. Tee imaging was performed to rule out possible sources of embolic stroke. The imaging showed a hypoechoic mass with a mobile component in the inner surface of the closure device supporting the diagnosis of a device related thrombosis. The patient was given heparin to treat the thrombus event. After one (1) week, tee imaging was repeated and showed a dramatic reduction of the thrombus. The patient underwent open heart surgery to remove the displaced closure device. During surgery the closure device was successfully removed and the laa was surgically closed.